Event description:
Patient reported left side "have stiffening, grade 4 and is feeling discomfort." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient additionally reported "containing some radial folds, with a greater fold in the medial quadrants/inferomedial quadrant of the breast implant on the left."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.